Event description:
A surgical coordinator reported that during intraocular lens (iol) implant surgery, the haptic broke in the eye. A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken/torn in the gusset area (not returned). The remaining haptic was bent in the gusset and distal region. The optic was torn/split in two pieces with a cut-like appearance. One optic portion was scratched on the posterior surface. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/13/2009, 02/19/2009, and 03/05/2009 by phone, fax and mail. A completed questionnaire has not been received.